Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the c-ring broke in half. The broken piece was inside of the pt and was retrieved by using the jaws of the device. The hospital did not report any additional pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).